Event description:
Same case as MDR ID#: 2134265-2011-05936. (B)(4) study. It was reported that post a stenting treatment procedure, a st elevation myocardial infarction (stemi) and a patient death occurred. The patient presented due to unstable angina and non-st elevation myocardial infarction. The first 98% stenosed and 10mm long target lesion was located in the distal right coronary artery with a reference vessel diameter of 2.00mm. The first target lesion was treated with pre-dilation and placement of a 2.25x16mm taxus liberte stent, resulting in 0% residual stenosis. The second 90% stenosed and 18mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.00mm. The second target lesion was treated with pre-dilation and placement of a 3.00x24mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient was diagnosed with a stemi and admitted to the hospital. The patient expired the following day.

Event description:
It was further reported that the patient experienced a nstemi, not a stemi as originally reported.

Event description:
It was further reported that the patient became hypotensive and developed pulseless electrical activity. The patient was intubated and multiple resuscitations were done. Despite repeated attempts, the cardiologist declared the subject as dead at 9:34 a.m.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).